Manufacturer narrative:
The device was returned as part of the asset return process. Due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. The adhesive on the bending section cover is detached. The glue around the objective lens is worn. Due to damage to the acoustic lens, the insulation resistance value did not meet the standard. This report is supplemented to provide additional information based on the legal manufacturer's final investigation. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the investigation results, the investigation results did not provide sufficient information to identify the phenomenon's root cause and cause. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, evis exera ii ultrasound gastrovideoscope, to the olympus service center. Upon inspecting and testing the returned device, it was observed that there was a gap between the acoustic lens and ultrasound. This report is being submitted for the event found during the evaluation. There was no patient involvement.